Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was seleced for use; however, the stent unraveled upon removal. No patient complications were reported.